Event description:
It was reported that during a total knee procedure, the blade broke at the cutting end. It was also reported that there was no adverse consequences as a result of this event. It was further reported another blade was available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation ws not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.